Manufacturer narrative:
Concomitant medical products: scs leads; model and implant dates unconfirmed. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable due to failure to recharge their scs system as recommended. As a result, surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model which resolved the issue.